Manufacturer narrative:
All available information was investigated and the reported tension on the gripper lever could not be confirmed via returned device analysis. The reported leaflet grasping failure could not be replicated in a testing environment. The reported gripper actuation issue was confirmed. In addition, the gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported tension on the gripper lever. The reported positioning failure of inability to grasp the leaflets appears to be due to the reported tension on the gripper lever. The investigation determined the reported gripper actuation issue and observed gripper line break appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that it was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however, grasping both leaflets was difficult. The gripper lever had abnormal tension when raising/lowering the grippers. The first grasp was unsuccessful and then when attempting a second grasp, imaging showed the posterior gripper arm had lowered without moving the gripper lever. When the gripper lever was raised, the posterior gripper would no longer raise. Therefore the cds was removed with the clip attached and the procedure continued with another xtw clip . One clip was implanted, reducing mr to 1+. No additional information was provided.